Event description:
(B)(6) 2025, at 10:26am patient begins dialysis treatment; access site visible / lines secured. At 11:18am hemodialysis machine (model ak98) alarmed 'high arterial pressure'. Patient stated that she moved in the chair, lines were checked at that time and noted to be visibly intact with no leakage. At 11:21am machine alarms went off again for high arterial pressure and when assessed, a rn and dialysis tech noted that patient was gasping and not responding. They also noted blood on the floor and blood line had completely disconnected from the hemodialysis catheter. A medical emergency alert was initiated and patient expired despite maximal effort by the resuscitative team.